Event description:
It was reported that the ventilator generated two technical error codes while connected to a patient, one indicating, "disabled valves" and the other an, "internal communication failure". There was no patient harm reported. (B)(4).

Manufacturer narrative:
A field service engineer (fse) was dispatched to investigate. The logs were downloaded, the control and monitoring pc boards dismounted and the then re-mounted, after which the ventilator operated normally. The logs were returned for investigation and their evaluation confirmed a single occurrence of the technical errors indicating disabled valves and an internal communication failure on the date of event. It was recommended that the control board should be replaced but this was declined. As no parts were replaced, and therefore none were returned, it has not been possible to determine the root cause of the failure.

Event description:
(B)(4).